Manufacturer narrative:
Product has not been returned for eval. When product is rec'd we will do a follow up report.

Event description:
"Dr reported the balloon burst and may have separated from catheter. Fluoroscopy performed but no results stated. Procedure being performed in tiny artery and not worth the effort to go after it."